Event description:
Additional information received notes that the implantable cardioverter defibrillator (ICD) was in backup operation due to power on reset. Programming changes were made and the ICD was restored.

Event description:
It was reported that the patient presented in clinic for follow-up. Up interrogation, it was found that the implantable cardioverter defibrillator was in backup operation and was pacing asynchronously. Patient condition was stable. Further information regarding resolution was requested but not received.